Manufacturer narrative:
(B)(4). This lot was manufactured on may 22, 2014 to may 23, 2014. The device was not received; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The reporter stated that the infusion was complete after 5.5 hours over the expected time. The device was filled with a 240 ml solution of 50 mg of adriamycin and normal saline. There was no patient injury or medical intervention. No additional information is available.